Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed for check frequency, min. 12'000 to 16'000 osc/min. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air oscillator device was powerless. According to the reporter, the device functioned only one to two times and then it stopped functioning. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation update: upon further investigation of the device, it was determined that the reported condition could not be confirmed. It was determined that the air oscillator was working according to the specification and it passed all tests of the service manual. It was further determined that the lack of performance was related to insufficient air pressure and lack of maintenance of the air system. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that during the last twelve months, the issue with the device was reported three times. The reporter did not specify any details regarding these events. Correction: device availability: the device availability was inadvertently documented as (B)(6) 2017 in the initial report. The date returned to manufacturer was corrected to apr 24, 2017. It was incorrectly documented in the previous medwatch that the root cause was determined to be due to premature wear from normal use and servicing. Upon further review of the device evaluation, it was determined that further investigation was required. Therefore, an assignable root cause could not be determined as the investigation is still in-progress.